Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue with her one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that she could not recall when the alleged issue with the subject meter began. However, on (B)(6) 2011, at 3:30 pm, she performed two comparisons with her meter, where she felt she obtained inaccurate high results from the subject meter. First comparison, she obtained a result of "167 mg/dl" on the subject meter, and "146 mg/dl" on her doctor's meter, done less than 30 minutes part of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <= 30% and/or <= 30 mg/dl. On the 2nd comparison, she obtained a result of "167 mg/dl" on the subject meter and a "lower than her meter" result from her husband's meter, done less than 30 minutes apart of each other (could not recall the value). The patient stated that she manages her diabetes with pills, diet and/or exercise and due to the alleged issue on (B)(6) 2011, all day she ate less because she "felt bad" all day. She claimed, at an unknown time, after the alleged issue started she felt "sick to stomach, did not want to eat or drink and could not move." The patient stated on (B)(6) 2011, at 4:30 pm, she was taken to the emergency room (ER) from the doctor's office, where she was tested with their ER meter and obtained a result of "418 mg/dl." Reportedly at 5:30 pm, the patient was treated with IV fluids, during the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter. However, it was also discovered that the patient was using expire strips. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medi

Manufacturer narrative:
Follow-up #1 (11/14/2011)-device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis on (B)(6), 2011with the following findings: the meter has passed testing with no faults found. A DHR (device history record) was completed on (B)(6), 2011 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.